Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pregnancy with contraceptive device ('pregnancy(with complications)') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included irregular periods, overweight, multigravida, parity 2, bacterial vaginosis, cervix inflammation, itching, cervical dysplasia, endocervical curettage, palpitation, endometrial thickening, amenorrhea, constipation, urinary frequency, dysuria, anemia, endometrial biopsy, thyroid disorder, shortness of breath and environmental allergy. Previously administered products included for an unreported indication: percocet. Concurrent conditions included dysmenorrhoea. Concomitant products included mestranol;norethisterone (orthonovum) for oral contraceptive as well as diphenhydramine hydrochloride, ibuprofen, naproxen and tramadol. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection") and cystitis ("bladder infection"), 5 years 1 month after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic mass ("rashes or skin conditions type: bumps on hips and pelvic area") and vulvovaginal rash ("rashes or skin conditions type: outside vagina"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In april 2015, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract disorder"). In (B)(6) 2015, the patient experienced migraine ("migraine/ headaches"). On (B)(6) 2016, the patient experienced mood swings ("hormonal changes-mood swings") and hyperhidrosis ("sweats"). In (B)(6) 2016, the patient experienced hypersensitivity ("hypersensitivity"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), arthralgia ("pain in hip") and vulvovaginal pain ("pain in vagina/pain in vaginal area especially when penis is entered"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), metrorrhagia ("menorrhagia (bleeding b/w periods)."), urinary tract infection ("urinary tract infection"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), urticaria ("hives"), swelling ("swelling"), pruritus ("used to itch"), parosmia ("rust/iron smell") and dyspareunia ("apareunia (inability to have sexual intercourse) hurt"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, allergy to metals, hypersensitivity, vaginal infection, bladder disorder, urinary tract infection, nausea, migraine, mood swings, fatigue, alopecia, weight increased, uterine leiomyoma, hyperhidrosis, cystitis, urinary tract disorder, vaginal discharge, arthralgia, vulvovaginal pain, pelvic mass, vulvovaginal rash, urticaria, swelling, pruritus and dyspareunia outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, female sexual dysfunction, vaginal haemorrhage and parosmia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hyperhidrosis, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, parosmia, pelvic mass, pelvic pain, pregnancy with contraceptive device, pruritus, swelling, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, vulvovaginal rash and weight increased to be related to essure. The reporter commented: there is a discrepancy regarding claimed pregnancy because she had total 3 pregnancies (as per medical record) which were before essure insertion. Therefore, information regarding pregnancy complication refer to previous pregnancies. Current weight 175.6 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, abdominal pain, dysmenorrhea, fibroid uterus, spotting, pelvic pain and back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pregnancy with contraceptive device ('pregnancy(with complications)') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included irregular periods, obesity, multigravida, parity 2, bacterial vaginosis, cervix inflammation, itching, cervical dysplasia, endocervical curettage, palpitation, endometrial thickening, amenorrhea, constipation, urinary frequency, dysuria, anemia, endometrial biopsy, thyroid disorder, shortness of breath and environmental allergy. Previously administered products included for an unreported indication: percocet. Concurrent conditions included dysmenorrhoea. Concomitant products included mestranol;norethisterone (orthonovum) for oral contraceptive as well as diphenhydramine hydrochloride, ibuprofen, naproxen and tramadol. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal infection ("vaginal infection") and cystitis ("bladder infection"), 5 years 1 month after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic mass ("rashes or skin conditions type: bumps on hips and pelvic area") and vulvovaginal rash ("rashes or skin conditions type: outside vagina"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract disorder"). In (B)(6) 2015, the patient experienced migraine ("migraine/ headaches"). On (B)(6) 2016, the patient experienced mood swings ("hormonal changes-mood swings") and hyperhidrosis ("sweats"). In (B)(6) 2016, the patient experienced hypersensitivity ("hypersensitivity"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), arthralgia ("pain in hip") and vulvovaginal pain ("pain in vagina/pain in vaginal area especially when penis is entered"). On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)."), urinary tract infection ("urinary tract infection"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), urticaria ("hives"), swelling ("swelling"), pruritus ("used to itch"), parosmia ("rust/iron smell") and dyspareunia ("apareunia (inability to have sexual intercourse) hurt"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, allergy to metals, hypersensitivity, vaginal infection, bladder disorder, urinary tract infection, nausea, migraine, mood swings, fatigue, alopecia, weight increased, uterine leiomyoma, hyperhidrosis, cystitis, urinary tract disorder, vaginal discharge, arthralgia, vulvovaginal pain, pelvic mass, vulvovaginal rash, urticaria, swelling, pruritus and dyspareunia outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, female sexual dysfunction, vaginal haemorrhage and parosmia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hyperhidrosis, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, parosmia, pelvic mass, pelvic pain, pregnancy with contraceptive device, pruritus, swelling, urinary tract disorder, urinary tract infection, urticaria, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, vulvovaginal rash and weight increased to be related to essure. The reporter commented: there is a discrepancy regarding claimed pregnancy because she had total 3 pregnancies (as per medical record) which were before essure insertion. Therefore, information regarding pregnancy complication refer to previous pregnancies. Current weight 175.6 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, abdominal pain, dysmenorrhea, fibroid uterus, spotting, pelvic pain and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs received. New events: hives, swelling, used to itch, pregnancy (with complications), device ineffective, dyspareunia, rust/iron smell added. Patient details updated. Concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, overweight, gravida, parity 2, bacterial vaginosis, cervix inflammation, itching, cervical dysplasia, endocervical curettage, palpitation, endometrial thickening, amenorrhea, constipation, urinary frequency, dysuria, anemia, endometrial biopsy, thyroid disorder, shortness of breath and environmental allergy. Previously administered products included for an unreported indication: percocet. Concurrent conditions included dysmenorrhoea. Concomitant products included mestranol;norethisterone (orthonovum) for oral contraceptive as well as diphenhydramine hydrochloride, ibuprofen and tramadol. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 8 years 2 months after insertion of essure. On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). In 2018, the patient experienced mass ("bumps on hips and pelvic area and outside vagina"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), metrorrhagia ("metorhagia (bleeding b/w periods)."), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problem"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), migraine ("migraine/ headaches"), mood swings ("hormonal changes-mood swings"), fatigue ("fatigue"), alopecia ("hair loss"), hyperhidrosis ("sweats"), cystitis ("bladder infection"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), arthralgia ("pain in hip") and vulvovaginal pain ("pain in vagina/pain in vaginal area especially when penis is entered") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, allergy to metals, hypersensitivity, vaginal infection, mass, bladder disorder, urinary tract infection, nausea, migraine, mood swings, fatigue, alopecia, weight increased, uterine leiomyoma, hyperhidrosis, cystitis, urinary tract disorder, vaginal discharge, arthralgia and vulvovaginal pain outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, female sexual dysfunction and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hyperhidrosis, hypersensitivity, mass, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: there is a discrepancy regarding claimed pregnancy because she had total 3 pregnancies (as per medical record) which were before essure insertion. Therefore, information regarding pregnancy complication refer to previous pregnancies. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, abdominal pain, dysmenorrhea, fibroid uterus, spotting, pelvic pain and back pain. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs and mr received. New events added- sweats and mood swings, abnormal bleeding(vagina), bumps on hips and pelvic area and outside vagina, bladder infection, urinary tract disorder, vaginal discharge, pain in hip and pain in vagina were added. Events deleted- pregnancy: birth-complication and device ineffective. Reporter was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnormal. Bleed') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, overweight, multigravida, parity 2, bacterial vaginosis, cervix inflammation, itching, cervical dysplasia, endocervical curettage, palpitation, endometrial thickening, amenorrhea, constipation, urinary frequency, dysuria, anemia, endometrial biopsy, thyroid disorder, shortness of breath and environmental allergy. Previously administered products included for an unreported indication: percocet. Concurrent conditions included dysmenorrhoea. Concomitant products included mestranol;norethisterone (orthonovum) for oral contraceptive as well as diphenhydramine hydrochloride, ibuprofen and tramadol. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 8 years 2 months after insertion of essure. On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), metrorrhagia ("metorhagia (bleeding b/w periods)."), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problem"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), migraine ("migraine/ headaches"), mood swings ("hormonal changes-mood swings"), fatigue ("fatigue"), alopecia ("hair loss"), hyperhidrosis ("sweats"), cystitis ("bladder infection"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), arthralgia ("pain in hip"), vulvovaginal pain ("pain in vagina/pain in vaginal area especially when penis is entered"), pelvic mass ("rashes or skin conditions type: bumps on hips and pelvic area") and vulvovaginal rash ("rashes or skin conditions type: outside vagina") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, allergy to metals, hypersensitivity, vaginal infection, bladder disorder, urinary tract infection, nausea, migraine, mood swings, fatigue, alopecia, weight increased, uterine leiomyoma, hyperhidrosis, cystitis, urinary tract disorder, vaginal discharge, arthralgia, vulvovaginal pain, pelvic mass and vulvovaginal rash outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, female sexual dysfunction and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hyperhidrosis, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic mass, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, vulvovaginal rash and weight increased to be related to essure. The reporter commented: there is a discrepancy regarding claimed pregnancy because she had total 3 pregnancies (as per medical record) which were before essure insertion. Therefore, information regarding pregnancy complication refer to previous pregnancies. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, abdominal pain, dysmenorrhea, fibroid uterus, spotting, pelvic pain and back pain. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query . Rash updated to rashes or skin conditions type: outside vagina, rashes or skin conditions type: bumps on hips and pelvic area. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, overweight, multigravida, parity 2, bacterial vaginosis, cervix inflammation, itching, cervical dysplasia, endocervical curettage, palpitation, endometrial thickening, amenorrhea, constipation, urinary frequency, dysuria, anemia, endometrial biopsy, thyroid disorder, shortness of breath and environmental allergy. Previously administered products included for an unreported indication: percocet. Concurrent conditions included dysmenorrhoea. Concomitant products included mestranol;norethisterone (orthonovum) for oral contraceptive as well as diphenhydramine hydrochloride, ibuprofen and tramadol. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 8 years 2 months after insertion of essure. On (B)(6) 2016, the patient was found to have uterine leiomyoma ("fibroids"). In 2018, the patient experienced rash papular ("rashes or skin conditions type: bumps on hips and pelvic area and outside vagina"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), metrorrhagia ("metorhagia (bleeding b/w periods)."), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder problem"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), migraine ("migraine/ headaches"), mood swings ("hormonal changes-mood swings"), fatigue ("fatigue"), alopecia ("hair loss"), hyperhidrosis ("sweats"), cystitis ("bladder infection"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), arthralgia ("pain in hip") and vulvovaginal pain ("pain in vagina/pain in vaginal area especially when penis is entered") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, allergy to metals, hypersensitivity, vaginal infection, rash papular, bladder disorder, urinary tract infection, nausea, migraine, mood swings, fatigue, alopecia, weight increased, uterine leiomyoma, hyperhidrosis, cystitis, urinary tract disorder, vaginal discharge, arthralgia and vulvovaginal pain outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, female sexual dysfunction and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hyperhidrosis, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, rash papular, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: there is a discrepancy regarding claimed pregnancy because she had total 3 pregnancies (as per medical record) which were before essure insertion. Therefore, information regarding pregnancy complication refer to previous pregnancies. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, abdominal pain, dysmenorrhea, fibroid uterus, spotting, pelvic pain and back pain. Amendment: the report was amended for the following reason: coding request received. Correction due to discrepancy between coding action item and match point coder query. Pt of event rashes or skin conditions type: bumps on hips and pelvic area and outside vagina were updated from mass to bumpy rash. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), pregnancy with contraceptive device ('pregnancy: birth-complication.') And genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), rash ("rash"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)."), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia"), skin disorder ("skin condition"), bladder disorder ("bladder problem"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (B)(6) 2016, hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, allergy to metals, hypersensitivity, rash, vaginal infection, skin disorder, bladder disorder, urinary tract infection, nausea, migraine, hormone level abnormal, fatigue, alopecia, weight increased and uterine leiomyoma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia and female sexual dysfunction had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure; on (B)(6) 2008: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos deleted and new events perforation: uterus, pregnancy: birth-complication., apareunia, dysmennorhea (cramping), pelvic pain, abdominal pain, gen. Abnorm. Bleed, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods)., hypersensitivity, rash, skin condition, nickel allergy, bladder problem, vaginal infection, urinary tract infection, migraine, hormonal changes, fatigue, hair loss, weight gain, fibroids and device ineffective added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.